Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the part was reviewed and confirmed the device had presences of scuff marks and signs of wear and tear. It should be noted that the ends of the handles catches on the hand as well. The complaint will be closed with a root cause of the device being used from normal use and servicing. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The device had presences of scuff marks and signs of wear and tear. It should be noted that the ends of the handles catches on the hand as well.